Event description:
Blood clots noticed in tubing during hemodialysis procedure. Patient lost approximately 230cc of blood due to the blood being coagulated to the point where it could not be rinsed back. Hemoglobin and hematocrit levels taken, showing low results which prompted a blood transfusion for the patient.

Manufacturer narrative:
Same patient received a blood transfusion on 01/19/09. Please reference MDR 1056186-2009-00001.